Event description:
New information received notes programming changes were made. The patient was stable before, during and after programming.

Event description:
It was reported that non sustained right ventricular oversensing noted to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator. Programming changes were to be completed. The patient was stable.